Manufacturer narrative:
Integra has completed their internal investigation on 07jun2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: with respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Unit received with a 6in transitional member in good condition and will return to hospital. General maintenance and cleaning required. Device history record reviewed for this product ID work order and serial# (B)(4) manufactured on august 06, 2015 (B)(4) show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. No manufacturing or design related trend has been identified. In summary we are unable to confirm or duplicate the end user's experience. The returned unit passed all functional testing requirements, however general maintenance is required.

Event description:
During setup of the skull clamp, the pins slipped, causing laceration of the patient's scalp. The skull clamp was evaluated by the user facility's clinical engineering and by the integra sales representative and no defects or problems were noted with the clamp. The customer reported they have had a rash of similar incidents lately. Although in most cases, it appeared to be a technique issue. Additional information was requested and on 12apr2016 and 13apr2016, the following was provided by the customer: integra skull pins (a1083) were used and they were disposed of at the end of the case. Typical pressure would be 60 lbs. On an adult. The incident occurred during setting of the skull clamp at the beginning of the case. Other than a small skin laceration, there was no other reported injury. There was a slight delay in the case. There was no impact to the stereotaxy (brainlab). The clamp in question was examined by the customer and the integra sales representative and there were no noticeable defects in the function of the clamp. The force indicator was tested and found to be within a few pounds. Based on what the customer could tell, the pins were set at too shallow of an angle to the skull and slipped when the clamp was being tightened. As per customer, the unit has been back in circulation at the user facility. Additional information/clarification has been requested regarding the other similar incidents but to date, no other new information has been provided. Linked to (B)(4).